Event description:
It was reported that the catheter was being used in the medical ICU (intensive care unit). When they were priming and testing the catheter prior to insertion, the red lumen would not work; the balloon to the red lumen does not fill. As a result, another kit was opened and placed successfully for the patient. There was a delay in treatment with no harm to the patient, no patient death and no patient complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.